Event description:
It was reported that after surgery, the pt received a total hip on (B)(6) 2007. Several months later, he developed an infection and his implants were revised on (B)(6) 2008.

Manufacturer narrative:
The tm augment was not available for review due to the litigation. X-rays were not provided. The operative notes indicate that an augment was not utilized in the revision surgery. The root cause of the infection cannot be determined. The root cause of the infection cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.